Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor won't run/start. Associated malfunctions for this device: pilot valve not shifting, intake and cabinet filter missing or defective.